Manufacturer narrative:
Mxp2418968, qerts# 504242. Reporter email address: (B)(6). Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. No general product failure was identified. No biased result was reported to the physician. The patient was not harmed.

Event description:
On (B)(6) 2022, a customer complained about what was described as discrepant positive results in jka(jk1) antigen typing for a patient using bioclone anti-jka(jk1) lot jab449a in tube technique. Complainant/complaint reporter name: (B)(6) medical technologist date of events: (B)(6) 2022. Reported on 21 february 2022 by the customer to orthocare help desk. Reagents: anti-jka(jk1) (monoclonal) bioclone (product code 721380; lot jab449a; expiry 20 april 2023, manufactured 20 october 2021). Other reagents: anti-jka(jk1) (monoclonal) bioclone (product code 721380; lot jab450a; expiry 24 may 2023, manufactured 24 november 2021) anti-jka(jk1) antisera from gamma clone (no further information was provided). Anti-jka(jk1) antisera from alba (no further information was provided). Anti-jka(jk1) antisera from known patients previously frozen. Quality controls: quality controls samples used by the customer are positive/negative cells for jka(jk1) antigen from resolve panel a lot # ra180 expiry date 22 february 2022. Patient information: patient identified to have an anti-jka(jk1) antibody. Dat testing on patient sample was negative. The customer reported that, on (B)(6) 2022, they had tested a patient sample in tube method for jka(jk1) antigen typing using anti-jka(jk1) (monoclonal) bioclone lot jab449a, and that they had obtained discrepant positive reactions with 2-3+ reactions strength (no further details were provided). The customer reported that on the same day they had repeated the testing with the same patient sample using 5 other anti-jka(jk1) antiseras detailed below and that they had obtained negative reactions in jka(jk1) antigen typing; anti-jka(jk1) antisera from gamma clone. Anti-jka(jk1) antisera from alba. Anti-jka(jk1) antisera from known patients (previously frozen). The customer reported that, later on the same day, they had repeated the same testing on the same patient sample in tube method using the same lot of anti-jka(jk1) (monoclonal) bioclone, and that they had obtained again the same discrepant positive reactions with 2-3+ reaction strength (no further detail was provided). The customer reported that no biased result was reported to the physician. The customer reported that the patient was not harmed as a result of the reported events.